Manufacturer narrative:
(B)(4). The field representative is uncertain if the lead can be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured as reported by the patient¿s advocate. During the lead revision, the physician noticed that the lead has scar tissue which blocked the vein, and that this needs to be drilled out. Cleaning the vein out was done in order to get the lead out. Additional information was received from a field representative who reported that the last time this lead was checked (seven months ago) there was no indication that the lead was fractured based on the interrogation strips that was obtained. This rv lead was explanted and an epicardial lead was implanted in place. No additional adverse patient effects were reported.